Manufacturer narrative:
(B)(4). This medwatch report represents 20 events (event type code serious injury). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. There was blood in/on helix mechanism noted however no anomalies were found.

Event description:
It was reported that the atrial lead retracted completely back into pocket. In addition positioning difficulty was noted. The lead was removed and replaced. There were no patient complications reported as a result of this event.